Event description:
Balloon would not deflate.

Manufacturer narrative:
The lot number was not reported. A ship history was conducted on the reported catalog number. The following lots had been shipped to the complainants. The possible lot numbers were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The complaint sample was returned for eval and the following was observed: the catheter was returned in the 6f cook sheath. The sheath is all bunched up at the hub. The catheter shaft is stretched. There is a small bulge of the balloon at the distal tip of the sheath. There are bubbles in the bulge of the balloon at the tip. Tried to pull the balloon out of the sheath, broke the catheter. Balloon was removed from the sheath. Except for the tip of the balloon the rest is deflated nicely. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. During the eval the balloon was observed bunched up at the distal tip of the sheath and there are bubbles in the balloon. The catheter shaft is stretched, the sheath is accordionded and the balloon inside the sheath has deflated. The exact cause of the complaint is unk. Based on the condition of the returned sample and the bubbles in the tip of the balloon, it appears as if the balloon was not deflated completely before it was pulled through the sheath. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured to verify that the balloon does not leak. If the stretched section occurred during the manufacturing process, it would have been detected during this inspection.